Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead. Product ID: 3889, implanted: (B)(6) 2017, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that both the patient's right and left leads had come out. The caller indicated that the "setting not available, cannot provider your desired setting call your clinician" error message was occurring as soon as the patient unlocked the ens controller. The patient was advised to follow-up with their healthcare provider (hcp) and patient status is unknown at the time of this report. There were no further complication reported or anticipated.